Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger rod of a bd posiflush¿ syringe was broken, before use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Three samples were received for evaluation. They are with no packaging flow wrap. They all have the plunger rod, the rubber stopper, the tip cap and saline solution. The barrel labels confirm the lot#7230501. The plunger rod of the three syringes are damaged therefore failure mode is verified. There were no quality notifications issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. A device history review was completed with no issues documented during the production of this batch for any damage or broken plunger rods. The type of damage the plunger rods have is from a process variation of the flow wrapper machine.